Event description:
Customer alleged this chair replaces (B)(4). Allegedly the customer stated the left front fork is bent backwards a few inches and throws the performance of the chair off and the left caster is tilted forward and doesn't sit flat on the ground. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ct7a, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that he was going down an incline (of a driveway- not that steep) and it led into the street. The angle of the incline may have affected the fork. The consumer stated that the fork on the unit allegedly bent under causing the consumer to fall out of the chair. The consumer did sustain minor scrapes but did not seek medical attention. The owner's manual states a warning on page 10, "do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to turn over and cause bodily harm or damage to the wheelchair". Page 11 of the owner's manual states a warning, "always wear your seat positioning strap. In as much as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user. The seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, strap must be replaced immediately. With regards to seat/chest positioning straps - it is the obligation of the dme dealer, therapists and other healthcare professionals to determine if a seat/chest positioning strap is required to ensure the safe operation of this equipment by the user. Serious injury can occur in the event of a fall from a wheelchair". The owner's manual states on page 18 the warning, "to assure stability and proper operation of your wheelchair, you must at all times maintain proper balance. Your wheelchair has been designed to remain upright and stable during normal daily activities as long as you do not move beyond the center of gravity. Virtually all activities which involve movement in the wheelchair have an effect on the center of gravity. Invacare recommends using seat positioning straps for additional safety while involved in activities that shift your weight". The consumer stated that sitting in the chair the right fork that is the one that is affected. The caster is tilted as well. The consumer is continuing to use the chair with a bent fork and has allegedly fallen again. The dealer stated they are unwilling to come out and replace the caster/fork assembly. The consumer has called different dealers in the (B)(4) and did find a dealer in (B)(4).